Event description:
Pt reported to outpatient skin clinic with right sitting trocheanter sore which appears to have developed secondary to the foam in the cushion shifting medially. As a result, pt was weightbearing on base of cushion.